Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was clogged. The following information was provided by the initial reporter: consumer reported finding needles that clog during injection - this caller is (B)(6) and has prior cases with same subject.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1933 was used based on age of patient. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was clogged. The following information was provided by the initial reporter: consumer reported finding needles that clog during injection - this caller is 90 years old and has prior cases with same subject.